Manufacturer narrative:
Based on the device analysis grid, the assessments of the complaint are: ¿ capsular contracture: unable to observe as it is not related to the device. ¿ pain: unable to observe as it is not related to the device. ¿ rupture: not observed openings during analysis. ¿ calcification: unable to observe as it is not related to the device. ¿ crease/ folding of implant: creases were observed. No other observations observed. No further actions are required as no manufacturing issues are observed.

Event description:
Patient reported right side "feels mushy and I don't feel the implant" and pain. Patient later reported rupture. Healthcare professional later reported capsular contracture baker grade unknown. Healthcare professional later reported "grade 3" capsular contracture "with calcification" and no rupture. Patient later reported "crease". Healthcare professional later confirmed "any creases". Device was explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported right side "feels mushy and I don't feel the implant" and pain. Patient later reported rupture. Device remains implanted.

Manufacturer narrative:
The event of rupture has been removed and is no longer reportable.

Event description:
Patient reported right side "feels mushy and I don't feel the implant" and pain. Patient later reported rupture. Healthcare professional later reported "grade 3" capsular contracture "with calcification" and no rupture. The event of rupture has been removed. Device was explanted.